Event description:
Medtronic lead-screw mechanism. Pt was here for pacemaker generator change and the addition of a his bundle pacing lead. One lead was abandoned after the fixation mechanism failed. The retractable screw tip failed to work.